Manufacturer narrative:
Exact date unknown, event occurred a couple months ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was having pain around the ipg site. The patient was given some steroid injections with short term benefit. The patient underwent a complete spinal cord stimulator replacement procedure. The patient was doing well postoperatively and all explanted devices was discarded by the medical facility.